Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of peritonitis was unknown. The peritonitis was manifested by abdominal pain. On an unknown date, the patient was treated with cefazolin injection (600mg, discontinued) and ceftazidime injection (200mg, discontinued) for peritonitis. At the time of this report, the patient remained hospitalized due to another indication however, the patient has recovered from peritonitis and abdominal pain. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized in the intensive care unit due to peritonitis and other indications. On an unreported date, pd therapy was stopped, the pd catheter was removed and the patient was transferred to hemodialysis. The cause, treatment and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.